Event description:
The patient was admitted for a procedure in early 2009 with a lesion in the right coronary artery. The lesion was going to pre-dilated with a 2.0x20mm balloon catheter, however, the balloon burst at 20atm. There was no patient injury reported.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.